Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported tha the right atrial (ra) lead was oversensing myopotentials which resulted in inappropriate mode switching. When the patient was paced in the right ventricle they experienced extracardiac stimulation. The parameters on the ra and right ventricular (rv) leads were reprogrammed and they remain in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.